Event description:
A catheter break/migration/dislodgement was reported. A catheter dye study was done on the day of the report and the hcp was unable to aspirate any csf (cerebral spinal fluid). The patient was already scheduled for a pump replacement surgery on (B)(6) 2013 and it was decided that the hcp would also replace the catheter at that time. The patient had experienced less than 50% therapy relief. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver baclofen. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information later reported the pump and catheter replacement had taken place. A new pump and catheter were implanted. Additional information later reported that on (B)(6) 2013 the patient was seen in the clinic by the hcp and the patient¿s pump basal rate was increased from 300mcg to 450mcg/day. Per the reporter, the patient was doing ¿well¿.